Event description:
Phacoemulsification handpiece would not function during a cataract extraction procedure. Another handpiece was used.

Manufacturer narrative:
Although the customer indicated that this handpiece had never been used. All three wires were broken at the strain relief of the lemo and there is a discoloration on parts of the lemo and in the grooves of the nose. This handpiece was replaced.